Event description:
They were unable to refill the pump. The pump was confirmed to be flipped. The pump was surgically revised and re-attached. The patient outcome was reported as "no injury." The device system was delivering lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).